Manufacturer narrative:
Date sent to the FDA: 10/5/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/13/2021 additional b5 narrative: it was reported that the patient experienced pain, seroma, and migration following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and abdominal laparotomy on (B)(6) 2019 during which the surgeon noted he excised the recurrent hernia sac along with the old mesh in its entirety. It was reported that the patient experienced an unknown adverse event. No additional information was provided.